Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to meet with a rep in their new area because they were having issues. The patient clarified that since implant their therapy hadn't helped at all and the ins was "shooting electrical pain' all over their body. They stated that "they" told the patient that their nerves were "wrapping around" and it was doing it's thing, but now sometimes it randomly shoots so bad that it stops them and they scream. They were wanting the ins out because of this and the last time they met they were told that they had new technology regarding the therapy. Patient services reviewed the role of the rep. The national answering services number was provided for the healthcare provider (hcp) office to call and an email was sent out to the field on the patient's behalf. It was reported that the patient had been working with a manufacturer representative (rep) to get better coverage for their pain, however the rep(s) were not aware of the shocking or anything being abnormal at that time. Additional information was received from a manu facturer representative (rep) reporting that the patient was feeling shocking around the incisions. The rep instructed that the patient let them know when their next appointment was so the system could be evaluated.